Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "not confirmation test were performed". The patient's past medical history included fibromyalgia, diarrhea, constipation and hypertension. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress disorder"), investigation noncompliance ("she was unable to have a hsg due to other medical issues"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (bilateral salpingectomy,ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, post-traumatic stress disorder, investigation noncompliance, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, weight decreased, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, investigation noncompliance, menorrhagia, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 224 lbs approximate weight at the time of essure placement 210 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Most recent follow-up information incorporated above includes: on 1-aug-2018: new pfs received- new events added: hormonal changes describe, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type, infection (bladder/urinary tract/vaginal) type, apareunia (inability to have sexual intercourse),autoimmune disorder type of disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, vaginal discharge, weight gain / loss specify which one, hair loss, not confirmation test were performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('patient presents for pre-operative planning for hysterectomy due to abnormal uterine bleeding and pelvic pain in the setting of retained essure fragments'), embedded device ('tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "not confirmation test were performed". The patient's medical history included fibromyalgia, diarrhea, constipation and hypertension. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress disorder"), investigation noncompliance ("she was unable to have a hsg due to other medical issues"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full), ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, device expulsion, abdominal pain lower, post-traumatic stress disorder, investigation noncompliance, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, weight decreased, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, investigation noncompliance, menorrhagia, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 224 lbs approximate weight at the time of essure placement 210 lbs (B)(6) 2017- bilateral salpingectomy (B)(6) 2017- total hysterectomy (uterus and cervix removed) she states that she had a bilateral salpingectomy (B)(6) 2017 in which she was told that both essure coils were removed in entirety. She was seen in the ed yesterday for an acute flair of her pelvic pain and tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records : events added- device expulsion, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('patient presents for pre-operative planning for hysterectomy due to abnormal uterine bleeding and pelvic pain in the setting of retained essure fragments'), embedded device ('tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "not confirmation test were performed". The patient's medical history included fibromyalgia, diarrhea, constipation, hypertension, gravida (g1), parity (p910210), acute psychosis, anxiety, fibromyalgia and endometriosis. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress disorder"), investigation noncompliance ("she was unable to have a hsg due to other medical issues"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("abnormal bleeding menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full), ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, device expulsion, abdominal pain lower, post-traumatic stress disorder, investigation noncompliance, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, weight decreased, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, investigation noncompliance, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 224 lbs approximate weight at the time of essure placement 210 lbs (B)(6) 2017- bilateral salpingectomy (B)(6) 2017- total hysterectomy (uterus and cervix removed) she states that she had a bilateral salpingectomy (B)(6) 2017 in which she was told that both essure coils were removed in entirety. She was seen in the ed yesterday for an acute flair of her pelvic pain and tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records : events added- device expulsion, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2021: mr received.reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('patient presents for pre-operative planning for hysterectomy due to abnormal uterine bleeding and pelvic pain in the setting of retained essure fragments'), embedded device ('tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "not confirmation test were performed". The patient's medical history included fibromyalgia, diarrhea, constipation and hypertension. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress disorder"), investigation noncompliance ("she was unable to have a hsg due to other medical issues"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full), ablation and bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, device expulsion, abdominal pain lower, post-traumatic stress disorder, investigation noncompliance, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, weight decreased, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, investigation noncompliance, menorrhagia, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 224 lbs approximate weight at the time of essure placement 210 lbs. (B)(6) 2017- bilateral salpingectomy. (B)(6) 2017- total hysterectomy (uterus and cervix removed). She states that she had a bilateral salpingectomy (B)(6) of 2017 in which she was told that both essure coils were removed in entirety. She was seen in the ed yesterday for an acute flair of her pelvic pain and tvus demonstrated bilateral essure coils in the cornua, extending into the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records : events added- device expulsion, device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received : reporters added. Events added- device expulsion, device breakage, embedded device. Removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress disorder") and investigation noncompliance ("she was unable to have a hsg due to other medical issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, post-traumatic stress disorder and investigation noncompliance outcome was unknown. The reporter considered abdominal pain lower, investigation noncompliance, pelvic pain and post-traumatic stress disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.